Event description:
It was reported that inappropriate shock therapy was delivered due to double-counting of r waves.

Event description:
It was reported that inappropriate shock therapy was delivered due to double-counting of r waves.